Manufacturer narrative:
It was found out, that the case at hand is a double entry of case (B)(4); 0009613350-2016-01237 . All data was transferred in this case. Zimmerbiomet will void the case at hand ((B)(4)). Please remove the case from your system. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
The actual device reported in section d is not marketed in USA, but devices with similar characteristics (i.e. 01.00551.102 ref# (B)(4)) are marketed in USA, and therefore this report was filed. The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported in a journal article, that a patient was implanted a revitan, distal part, straight, uncemented, 22/140 in a revision surgery on an unknown date. It was also reported, that he recovered well until 6 years postoperation when he represented with the fracture of the implant. (Wang et al. 2016: failure mechanisms in cocrmo modular femoral stems for revision total hip arthroplasty, j biomed mater res part b 2016:00b:000-000.)